Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform ((B)(4)) displayed a system error, out of service, revert to manual CPR message on the display screen. The user was unable to resolve the issue. No known impact or patient consequence was reported.